Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. One nc was identified as associated with this lot number; however, the issue involved a vacuum run being just 8 minutes longer than the sterilization cycle specification. All of the release criteria for a sterile load passed and the product was distributed sterile. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted and replaced with a malleable due to a break in the white tubing and infection.